Event description:
A consumer reports having experienced glare and see reflections of light following cataract surgery.

Event description:
The surgeon provided additional info stating he believes the pt's glare symptoms may be related to dry eyes rather than the intraocular lens.